Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2022 at 10:13:59 through 12:27:22. A low flow event was captured throughout the log file on (B)(6) 2022 at 10:18:50. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The event did not last over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient experienced a syncopal episode likely due to orthostatic hypotension. According to the account, the patient also experienced the feeling of a shock, however, the cause of shock is unknown. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced syncope from orthostatic hypotension following loss of wall power. The patient had fallen back into their chair and had no memory of the rest of the event. He recalled the feeling of a "shock" and had ongoing chest pain ever since. The patient was taken to the emergency room (ER) by ambulance. No alarms were noted since but there were extremely frequent pulsatility (pi) events. There was no record of pump stoppage. The periodic log showed a lower flow and higher pi around 8:28 am prior to power loss. The left ventricular device operated as intended and the patient was hemodynamically stable. The controller is referenced in MFR# (B)(4).